Manufacturer narrative:
Side rail stuck and could not be raised or locked in upright position due to impact damage.

Event description:
It was reported by service report that the side rail would not lock in the upright position. The customer could not determine if there was pt involvement or if there were adverse consequences to report.